Event description:
Information was received that device alarms "no disposable pump wont run". Pump tubing was in place and pump began to alarm while pump was attached to patient. No adverse effects reported.

Manufacturer narrative:
Customer provided patient information. B3) customer provided date of reported event. H6) it was added that there was no injury or adverse consequences to the patient. Patient was instructed to turn off the pump until she was able to go in to the office and have the pump removed.

Manufacturer narrative:
Other, other text: a1-4) customer provided patient information. B3) customer provided date of reported event. H6) it was added that there was no injury or adverse consequences to the patient. Patient was instructed to turn off the pump until she was able to go in to the office and have the pump removed.

Manufacturer narrative:
Other, returned device was received in damaged physical condition. During the evaluation of the device, the cassette was attached and ran without issues. The alarm could not be duplicated. The upstream sensor was recalibrated and the downstream sensor was replaced as a preventative measure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.